Event description:
It was reported that during an unknown procedure, the hospital advised that the device did not staple. The surgeon had to hand sew the anastomosis. There was no adverse pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.